Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. A mitraclip ntw was prepared per the instructions for use (IFU), inserted without issues, and placed on the mitral valve. However, there was an issue with the lock knob upon deployment. During deployment, after the first lock test and removal of the lock knob/line, upon removing the lock knob/line, significant tension was encountered. It was noted that the clip had opened upon lock line removal. The lock knob was partially removed from its hub working through the deployment steps and was unable to be reseated. Therefore, a decision was made to remove the clip. The clip was removed, and replaced. One clip was then inserted and implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.